Event description:
In 2006, the lay user/reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately low. In 2006 he medi affairs spec spoke to the pt to obtain/verify info. On the morning of 2006, the pt started feeling "disoriented," began to "sweat" profusely,and had a "dry mouth". The pt was unable to recall what her blood glucose readings were that day or what she did in terms of treating herself. She did, however, admite to taking her insulin as prescribed in the morning and evening. The next day in 2006, the pt still had the same symptoms. She remembered that her sister tested her blood glucose around 3:00 pm and got result of "43 mg/dl". Hse indicated that her sister gave her orange juice and "sugar tablets" which made her symptoms go away wtihin a few mins. Again, the pt admitted to taking her morning dose of insulin that day. The pt takes 42 units of "humulin 70/30" insulin in the morning, and 28 units in the evening. The pt denied that the paramedics were ever contacted on either day. Yesterday morning 2006, the pt was scheduled to have some unspecified "stomach" or "esophagus" test. She was asked to fast from 2:00 am to 10:30 am, since she was not feeling well, she tested herself at 5:00 am and got a reading of "50 mg/dl". She immediately consumed some "sugar tablets' and canceled her appointment. This morning, the pt obtained a reading of "109 mg/dl" on her meter: at that point, she was starting to feel "light-headed" so she ate some oranges, cereal, and toast. At 10:30 am, she retested and got "109 mg/dl" a few mins later, the pt took her morning does of insulin and called the paramedics. The paramedics did not test her blood glucose or treat her in any way after seeing the reading of "119 on her meter. The paramedics only tested her blood pressure that reportedly "normal". The pt mentioned that typically her symptoms of hypoglycemia occur when her blood glucose level fails below "100 mg/dl" she indicated that she has had several incidents of hypoglycemia for the past week and a half. The customer care advocate (cca) verified that the pt had been using finger stick blood samples and was cleaning her puncture sites correctly. Also, the cca verified that the pt was applying her blood correctly to the test strips. The cca however noted that the pt's meter was coded properly and that the meter was not being cleaned correctly. The meter was replaced.